Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had azithromycin 250ml administered. Pump alarmed "infusion complete". Approximately 75-100 ml of medication still left in bag. The event occurred in the st-9th floor acute care during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.